Event description:
When the surgeon went to advance the sheath and lock it in place to protect the jel hook, the locking mechanism (grey nuts) broke.

Manufacturer narrative:
On 5/16/97 co was informed by medical device coordinator, at user facility that pt was not ever at risk of being harmed.